Manufacturer narrative:
The reported event was confirmed - cause unknown. Visual: the sample was provided in the original bard pouch and placed inside the large ziploc bag. Sample packaging was open with no signs of external damage besides where seal was pulled apart. Tab for broken locking mechanism loose in ag. Sample was reviewed physically and there appears to have been a clean break of the locking mechanism. The only signs of stress to the material are at the corners where material separated. The DHR and subassembly dhrs were reviewed. The material goes though three 100% visual inspections of the locking mechanism hub for cracks, deformities, short shots, voids, or any damage throughout the manufacturing process. Once during the initial mold of material, once during the snapping of dilator and sheath part numbers, and again at packaging. Only one lot of subassembly material notes the scrap of material for "bad hubs" no other description of the defects were provided. The specific defect could occur at multiple places throughout manufacture process due to diameter of the section of the hub. The labelling was reviewed and found to be adequate. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d,e,h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ureteral access sheath handle part was broken and cannot be used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ureteral access sheath handle part was broken and cannot be used.